Manufacturer narrative:
The insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed displacement test, prime/a33 test, rewind test and excessive no delivery test. Unable to verify motor error alarm, no delivery alarm and perform basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 130 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.